Event description:
Same case as MFR #'s: 2134265-2012-01521, 2134265-2012-01547, 2134265-2012-01548, 2134265-2012-01549, 2134265-2012-01550, 2134265-2012-01551, 2134265-2012-01561, 2134265-2012-01559, 2134265-2012-01606, 2134265-2012-01607, 2134265-2012-01608. It was reported that during a percutaneous coronary intervention procedure, the patient expired. The patient presented with severely diseased vessels in the first diagonal, second diagonal, left anterior descending (lad) artery, and the right coronary artery (rca). The patient was recommended for surgery, but opted for a catheterization procedure. Another manufacturers' guide wire was placed into the first diagonal with positive results. A 2.5x12mm promus element plus stent and a 2.5x16mm promus element plus stent were deployed in the first diagonal and a branch of the first diagonal. Post-dilation was performed with a 2.5x8mm nc quantum apex and a 2.5x12mm nc quantum apex balloon catheter with excellent angiographic results. An icross coronary imaging catheter was used to perform a diagnostic of the distal to proximal lad. The catheter was removed; however, at this point the lad had closed. The patient was shocked and a balloon catheter was used in the proximal lad to restore flow. Flow was restored to the lad; however, a branch of the diagonal was then closed. Prior to intervention on the closed diagonal branch, the lad began to shut down again. A 2.5x20mm promus element plus stent and a 2.25x16mm promus element plus stent were deployed in the distal lad with great angiographic results. The two kissing stents in the diagonal and the branch of the diagonal were dilated again with the same two nc quantum apex balloon catheters used prior resulting in great angiographic results. The physician then wanted to stent the remaining lad. A 2.5x20mm promus element plus stent was deployed overlapping the previously deployed 2.5x16mm promus element plus stent in the diagonal. Post-dilation was performed with a 2.0x25mm maverick balloon catheter. A 3.0x28mm promus element plus stent was then deployed in the mid lad resulting in timi 3 flow. Patient was doing great at this point. The physician still wanted to fix the proximal diagonal and the proximal lad using kissing stent technique. A 2.75x16mm promus element plus stent was advanced in the diagonal and a 3.0x12mm apex balloon catheter was being advanced into the lad when the origin of the lad closed without warning. The patient began to go into atrial fibrillation. The entire lad system shut down back into the left main. The patient was administered nitroglycerin and shocked. Wire position was lost in the lad due to the shocking. Access was never able to be obtained back into the lad. The patient expired.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).